Event description:
This case was cross referenced with (B)(4) (same patient). This unsolicited case from united states was received on 11-may-2017 from a patient. This case concerns a (B)(6) female patient who received treatment with synvisc and synvisc one injection periodically and after unknown latency patient experienced swelling around the injection site, stiffness around her injection site, ended up with a lot of fluid buildup around her injection site and didn't get relief from the series of three injections (device ineffective). No relevant medical history, concomitant medications and past drug were reported. On an unknown date in 2012, the patient received treatment with intra-articular synvisc and synvisc one injection periodically (lot number and expiration date: not reported for both) for knee pain. It was reported that synvisc one was administered at the dose of 6 ml, once. On an unspecified date in (B)(6) 2016, after few years of receiving the injection patient experienced her body 'rejected it' and she ended up with a lot of fluid buildup, stiffness and swelling around her injection site (latency: unknown). Patient stated that she returned to her physician who gave her 'half of a steroid injection' and then 'two days later it was great and her knee was ok for over a year'. Patient also reported that her physician doesn't like to administer synvisc one due to the 6 ml total volume injected and preferred to use the synvisc. Patient stated that she doesn't like the series of three and preferred synvisc- one over synvisc because she didn't get relief from the series of three injections. Patient also mentioned that the syringe packaging looked different this time and the syringe plunger was blue. Action taken: unknown for synvisc. Corrective treatment: half of a steroid injection for swelling around the injection site, ended up with a lot of fluid buildup around her injection site and stiffness around her injection site. Outcome: recovering for swelling around the injection site, stiffness around her injection site, ended up with a lot of fluid buildup around her injection site. A pharmaceutical technical complaint (ptc) was initiated with (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA was required. Seriousness criterion: required intervention for swelling around the injection site, stiffness around her injection site, ended up with a lot of fluid buildup around her injection site additional information was received on 22-may-2017. Global ptc number and ptc results were added. Text was amended accordingly.

Event description:
This case was cross referenced with (B)(6) (same patient). This unsolicited case from united states was received on 11-may-2017 from a patient. This case concerns a (B)(6) female patient who received treatment with synvisc and synvisc one injection periodically and after unknown latency patient experienced swelling around the injection site, stiffness around her injection site, ended up with a lot of fluid buildup around her injection site and didn't get relief from the series of three injections (device ineffective). No relevant medical history, concomitant medications and past drug were reported. On an unknown date in 2012, the patient received treatment with intra-articular synvisc and synvisc one injection periodically (lot number and expiration date: not reported for both) for knee pain. It was reported that synvisc one was administered at the dose of 6 ml, once. On an unspecified date in (B)(6) 2016, after few years of receiving the injection patient experienced her body 'rejected it' and she ended up with a lot of fluid buildup, stiffness and swelling around her injection site (latency: unknown). Patient stated that she returned to her physician who gave her 'half of a steroid injection' and then 'two days later it was great and her knee was ok for over a year'. Patient also reported that her physician doesn't like to administer synvisc one due to the 6 ml total volume injected and preferred to use the synvisc. Patient stated that she doesn't like the series of three and preferred synvisc- one over synvisc because she didn't get relief from the series of three injections. Patient also mentioned that the syringe packaging looked different this time and the syringe plunger was blue. Action taken: unknown for synvisc. Corrective treatment: half of a steroid injection for swelling around the injection site, ended up with a lot of fluid buildup around her injection site and stiffness around her injection site outcome: recovering for swelling around the injection site, stiffness around her injection site, ended up with a lot of fluid buildup around her injection site a pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4) (synvisc). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA was required. A pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4) (synvisc one). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA was required. Seriousness criterion: required intervention for swelling around the injection site, stiffness around her injection site, ended up with a lot of fluid buildup around her injection site additional information was received on 22-may-2017. Global ptc number and ptc results were added. Text was amended accordingly. Follow up was received on 25-may-2017. No new information was received. Additional information was received on 01-jun-2017. Global ptc number and ptc results were added (for synvisc one). Text was amended accordingly.

Event description:
This case was cross referenced with (B)(4) (same patient). This unsolicited case from united states was received on 11-may-2017 from a patient. This case concerns a (B)(6) female patient who received treatment with synvisc and synvisc one injection periodically and after unknown latency patient experienced swelling around the injection site, stiffness around her injection site, ended up with a lot of fluid buildup around her injection site and didn't get relief from the series of three injections (device ineffective). No relevant medical history, concomitant medications and past drug were reported. On an unknown date in 2012, the patient received treatment with intra-articular synvisc and synvisc one injection periodically (lot number and expiration date: not reported for both) for knee pain. It was reported that synvisc one was administered at the dose of 6 ml, once. On an unspecified date in (B)(6) 2016, after few years of receiving the injection patient experienced her body 'rejected it' and she ended up with a lot of fluid buildup, stiffness and swelling around her injection site (latency: unknown). Patient stated that she returned to her physician who gave her 'half of a steroid injection' and then 'two days later it was great and her knee was ok for over a year'. Patient also reported that her physician doesn't like to administer synvisc one due to the 6 ml total volume injected and preferred to use the synvisc. Patient stated that she doesn't like the series of three and preferred synvisc- one over synvisc because she didn't get relief from the series of three injections. Patient also mentioned that the syringe packaging looked different this time and the syringe plunger was blue. Action taken: unknown for synvisc. Corrective treatment: half of a steroid injection for swelling around the injection site, ended up with a lot of fluid buildup around her injection site and stiffness around her injection site. Outcome: recovering for swelling around the injection site, stiffness around her injection site, ended up with a lot of fluid buildup around her injection site. A pharmaceutical technical complaint (ptc) was initiated and results were pending for the same. Seriousness criterion: required intervention for swelling around the injection site, stiffness around her injection site, ended up with a lot of fluid buildup around her injection site.